Event description:
During remote monitoring, episodes of high defibrillation impedance were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.